Manufacturer narrative:
A later biopsy utilized the vertek arm without issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the tightening mechanism is not functioning on the vertek arm. No patient present.

Manufacturer narrative:
Updated the initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hospital was able to resolve the issue by applying wd40.